Event description:
Was applying product to patient and the liquid had a heat reaction with surgical gloves. Created a second degree burn on finger. Substance was in contact with glove for approx 10-20 seconds. There was no hole in the surgical glove. Heat was transmitted through the glove. FDA safety report ID # (B)(4).